Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure an aneurysm appeared proximal to the balloon & stent in the left main. Negative pressure was applied & the balloon deflated. Upon reinflation the balloon ruptured. The device was removed through the guiding catheter. The stent was not deployed & appeared fully crimped on the stent delivery system. Reportedly no pt injury was associated with this event.